Event description:
Boston scientific received information that this device had been explanted after 66 months of service. The physician alleged an earlier than expected battery depletion and requested the product be returned for a post market assessment. Additionally, it was reported the patient had threshold measurements greater than 3.3 v; however, was only paced at one percent. No specific adverse effects were reported and another boston scientific device was implanted.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.